Manufacturer narrative:
Philips service replaced the geo module wp kit and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a geometry module failure, and the system was partially functional on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.